Event description:
It was reported that during patient use, the lower display on the ventilator had stripes and altered colors. The patient was removed from the ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.